Event description:
In 2008, interstim implant was implanted inside of me by my urologist for interstitial cystitis. After about a week the device shocked me a few times, and I had burning sensation where the implant sites were, my buttocks became numb, I went back to see my urologist about the problems I was having. He told me that I had a little bruising and that I would be okay. When I told him I wanted it removed, he said that he did not want it removed too soon and he said the device needed to be adjusted. He contacted the sales representative and told him to meet me to test the device. He tested the device and said it was okay, and I continued to have difficulty with the shocking pains and tingling sensations, cramping in my extremities such as my hands and feet as well as in my legs. Due to me not having any insurance, I could not see my doctor who implanted the interstim because I relocated to another city for my cancer treatment. I got care through the hospital, and they referred me to a urologist, but it would have taken me six months for me to see a urologist. I turned the device off for months and still received same symptoms which included body pain. I got insurance and was referred to another urologist. He referred me to another sales rep to have the device tested once again. I met with the sales rep and she tested it. She said that it needed to be adjusted and that it should not be shocking me unless it's on a nerve. We never got the problem resolved, so I kept it off once again. After months went by, I started treatments for bladder infusions because the device still shocked my nerves. The implant acted on its own without me using the adjustment controls. In 2009, my urologist decided it was time to remove the interstim. I had pain all over my body. My nerves were jumping and sometimes I could hardly walk. I was diagnosed with polyneuropathy earlier this year. My current urologist said that because of the interstim I had damaged nerves and he referred me to another neurologist for the permanent nerve damage, to fix the nerve damage. My doctor states that I'm permanently disabled due to my nerve damage caused by the interstim. Dates of use: 2008 -- 2009. Diagnosis or reason for use: interstitial cystitis.